Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The technical service representative (tsr) assisted the home patient (hp) clear the alarm and advised to setup with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding reported problem, it was revealed that he had notified his nurse. There was no leak. The hp was unsure where the air bubbles came from. No additional information was available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested.per the customer the lot number was unknown, therefore no batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: one used set was received in reference to the system error (se) 2240 (air in set). The set was visually inspected with solution noted throughout set. The set was placed on the homechoice (hc) machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).